Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a malfunction with flexvision pc. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order.

Event description:
It was reported to philips that the flexvision-pc crashed. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that the flexvision-pc had malfunctioned. The fse replaced the flexvision-pc, and the device was returned to expected functionality.